Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service on the ventilator has been requested. The user facility reportedly disconnected the patient and during hand ventilation, a successful patient circuit test was performed and the ventilator was then connected to the patient again and ventilation continued. No changes in alarm limits or patient circuit was needed. No ventilator logs were provided. The root cause of the reported event has not been determined. H3 other text : 4117.

Event description:
It was reported, that the ventilator alarmed for 'patient circuit test not carried out' during patient treatment. There was no patient harm. Manufacturer ref. #: (B)(4).